Manufacturer narrative:
Additional information: a2, a3, b3, b5, h6. Manufacturer reference #: (B)(4).

Event description:
Additional information received reported that there was no harm, injury or adverse outcome as as result of the broken anchor. No intervention was required.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found, broken connector. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness -the returned device appeared to have debris or foreign particles. It was observed that an anchor was broken off of the device. Root cause description a potential root cause could be due to excessive bruxism which could have caused to break off. Manufacturer reference #: comp-(B)(4).

Event description:
It was reported that silent nite 3d device was returned with a broken anchor. No additional information was provided.

Manufacturer narrative:
Request for additional information has been made but no response has been received to date. The device has been received but not evaluated. Once the investigation is complete, a supplemental report will be submitted. Manufacturer reference: (B)(4).